Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to open could not be determined. Factors that contribute to the inability to open the foot, include, but not limited to tissue or suture caught in foot. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle after a cardiac ablation procedure using an 11f sheath. Reportedly, during step 2 when the footplate was opened and pulling it back against the vessel wall, the feet could not remain open. There was no resistance with the footplate lever. The device was simply removed without issue. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.